Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had had a issue with the door. The field service engineer replaced tower door 1's latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the half-tower not detected on bus, checked connections and have restarted device. Unable to recover storage space - message is device not detected. There were no adverse events or injuries reported based on this event.